Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information received: did any part of the inside of the bottom jaw that was detached from the device completely detach from the device and fall into the patient? No. Was the detached piece retrieved from the patient? Did this cause a change in the plan of care for the patient? Unknown is the detached piece being returned with the device? It was slightly detached, still on the device or, was the detached piece discarded? The device was received with the electrode separated from the ceramic but still attached to the active rod. In addition, the device was returned with the jaws misaligned. Upon visual inspection under magnification it was noted that the ceramic was damaged (cracked) but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Also, it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The separated electrode and the retention pin sheared off prevented the instrument from fully cycling open or close. There is insufficient evidence related to what caused the damage on the electrode of the device. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the device is used for hemostasis and transection of tissue and the uterine artery. Half way through the surgery, the surgeon realized that there was something wrong with the jaw, as pulling the closing trigger won't close the jaw. He then took the device out and saw that the inside of the bottom jaw is detached from the device, and the top jaw doesn't align properly with the bottom jaw, hence, pulling the trigger won't close the jaw. He then continued the procedure with another device. There were no adverse consequences for the patient.